Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found that the device was too sensitive and the calibration was invalid. The price quotation was rejected by the customer, so the customer asked for the device to be returned un-repaired.

Event description:
It was reported that the external pulse generator (epg) was unable to pace. The epg was returned for servicing. There was no patient involvement.